Manufacturer narrative:
Additional information received by the reporter has identified that this event should be re-evaluated for MDR reporting. The new information states that the visual inspection did not reveal a break on the device. The device shows signs of extensive wear and use; therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Internal complaint reference: (B)(4)

Event description:
It was reported that during surgery the r3 offset impactor broke. The procedure was resumed, without any delay, using a s+n back-up device.